Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 322 alarms, determined to be caused by loose lower latch switch bracket screws. The loose screws allow the lower latch switch to move in and out from the lower door latch, triggering an intermittent open/closed switch connection, resulting in system error 322 alarms. The lower auxiliary assembly, which contains the loose screws, were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322. It was also reported that there was no pt injury.